Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding / abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive pill. Concomitant products included levothyroxine sodium (synthroid). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("severe pelvic menstrual pain / dysmenorrhea (cramping)") and menorrhagia ("prolonged menses / menorrhagia"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("severe intractable abdominal pain / chronic pain"), swelling ("swelling in the groin area"), anaemia ("anemia"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), pain in extremity ("thigh pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy with essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, pain in extremity and vulvovaginal pain was resolving and the genital haemorrhage, vaginal haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, swelling and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, swelling, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events vaginal bleeding, back pain, vaginal pain, thigh pain , lower abdominal pain are added. Concomitant drug added. Drug stop date added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), haemorrhagic anaemia ("anemia") and genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding / abnormal bleeding") in a female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive pill. Concomitant products included levothyroxine sodium (synthroid). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("severe pelvic menstrual pain / dysmenorrhea (cramping)") and menorrhagia ("prolonged menses / menorrhagia"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant), abdominal pain ("severe intractable abdominal pain / chronic pain"), swelling ("swelling in the groin area"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), pain in extremity ("thigh pain"), vulvovaginal pain ("vaginal pain") and lymphadenopathy ("lymphadenopathy"). The patient was treated with surgery (bilateral salpingectomy with essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, pain in extremity and vulvovaginal pain was resolving and the haemorrhagic anaemia, genital haemorrhage, vaginal haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, swelling and lymphadenopathy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, haemorrhagic anaemia, lymphadenopathy, menorrhagia, pain in extremity, pelvic pain, swelling, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unabie to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jul-2018: plaintiff fact sheet was received - the following events were provided: lymphadenopathy.lot number 901328 added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), haemorrhagic anaemia ("anemia") and genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding / abnormal bleeding") in a female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive pill. Concomitant products included levothyroxine sodium (synthroid). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("severe pelvic menstrual pain / dysmenorrhea (cramping)") and menorrhagia ("prolonged menses / menorrhagia"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant), abdominal pain ("severe intractable abdominal pain / chronic pain"), swelling ("swelling in the groin area"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), pain in extremity ("thigh pain"), vulvovaginal pain ("vaginal pain") and lymphadenopathy ("lymphadenopathy"). The patient was treated with surgery (bilateral salpingectomy with essure coil removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, pain in extremity and vulvovaginal pain was resolving and the haemorrhagic anaemia, genital haemorrhage, vaginal haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, swelling and lymphadenopathy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, haemorrhagic anaemia, lymphadenopathy, menorrhagia, pain in extremity, pelvic pain, swelling, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.